Event description:
During craniotomy; the perforator did not disengage as expected; causing minor damage to the occipital region of the brain. At this time the pt is alert and oriented (no evidene of resulting injury).